Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information regarding possible re-implantation has been received yet.

Event description:
In (B)(6) 2016 the recipient fell and bumped the back of his head on the right side. Following this his family kept a close eye on his hearing ability but did not note anything wrong. As his performance levels appeared relatively stable it was decided to monitor his progress over the next few months. Device malfunction is very likely and re-implantation is considered however, as of (B)(6) 2019, no new information has been received regarding re-implantation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2016 the recipient fell and bumped the back of his head on the right side. Following this his family kept a close eye on his hearing ability but did not note anything wrong. As his performance levels appeared relatively stable it was decided to monitor his progress over the next few months. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the patient fell and bumped the back of his head on the right side. Following this his family kept a close eye on his hearing ability but did not note anything wrong. As his performance levels appeared relatively stable it was decided to monitor his progress over the next few months.